Manufacturer narrative:
( Multiple revisions, recurrence, bowel surgery). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while the device was being applied in the stomach tissue for creation of an anastomosis, the device fired and cut but there was no staple formation. The stapler did not staple at all. Two parts of the stomach remained completely open. The surgeon had to cut again and create two anastomoses. There was tissue damage as a result of this problem. The surgical time extended more that 30 minutes due to the product problem.